Manufacturer narrative:
G4: 09nov2020. B4: 09nov2020. The service technician confirmed the customer reported problem. The touch screen was calibrated, but the phenomenon was not improved, so the touch screen was replaced and confirmed the phenomenon was improved. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
G4: 04jan2021. B4: 11jan2021. Failure analysis on the returned touchscreen shows that the customer complaint verified. Resistance measurements fail. Root cause is failure of touchscreen panel. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 30oct2020.

Event description:
The customer reported that the lower part of the display did not react well. The customer contacted product support and requested for service repair. The customer reported that the unit was not in use on a patient. There's no delay in therapy reported.